Event description:
A call was placed to technical services on (B)(6) 2013 stating that the patient collapsed while playing tennis and was resuscitated in the emergency room (ER). The physician suspected that there was an issue with the ra lead as no atrial sensing was observed. However, atrioventricular (av) pacing with wide ors complex was noted while the patient was in the ER. Technical services (ts) reviewed the remote monitoring system website and noted decreased ra lead impedance since last year. Intrinsic p waves are seen on the atrial channel but are not sensed by the device due to cross chamber blanking and low amplitude. Provocative tests and an x-ray were suggested to verify the lead system integrity. This lead was implanted on(B)(6) 2000 and remains in service until this time. The physician was (B)(6) hospital in helsinki, finland. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).